Manufacturer narrative:
(B)(4). At the present time there are no replacement parts available for the necessary repairs for this unit. Once available, a replacement gas delivery engine (gde) will be provided to the distributor to repair the unit and return it back to service.

Event description:
This complaint originated from a foreign distributor in the (B)(4) . The distributor reports the following: "unit was in for preventive maintenance and failed the tidal volume especially the exhaled tidal volume. Reading of the vte on the unit was out of the 10% set volume. Performed the characterize exv and that failed 3 times. Est test passes, no error. Now unit is showing vent inop. Replaced the exhalation valve, pn 16319, performed est test > okay, set wall air and wall oxygen to 50psi and performed the characterize exv again several times. It is failing each time causing the vent inop". No patient involvement.